Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported on (B)(6) 2020 that the symptoms related to the infection included ¿moderate amounts of drainage from pump incision per wound care doctor, pump was visible the incision opening.¿ the status of the device was unknown. The infection was first noticed on (B)(6) 2019. The mrsa screen was negative, there were elevated wbc¿s in ¿ua.¿ external factors that may have caused or contributed to the infection included the ¿patient has uncontrolled diabetes nellitus and a heavy smoker.¿ the cause of the infection was not determined. The infection resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the patient¿s old pump was removed and replaced by a new pump on (B)(6) 2019 due to infection. Further information was not provided. No further complications were reported/anticipated or expected.